Manufacturer narrative:
Other relevant device(s) are: yrir1585; m01e550978; yrir15115; m01h550341. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in patient for endovascular treatment of an abdominal aortic aneurysm. It was reported that on an unknown date post index procedure, occlusion in the right limb stent graft and proximal aortic neck dilatation was discovered. Approximately 14 years and 5 five post index procedure, the stent graft was explanted. The event was reportedly resolved. Per the physician, the cause of the occlusion and proximal aortic neck dilation was due to patient anatomy, disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.